Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported high blood glucose and insulin pump alarmed no delivery. Customer stated had high blood glucose over 600 mg/dl. Customer had key tones, and treated high blood glucose with insulin pump. Customer's blood glucose was 330 mg/dl. Troubleshooting was done. Customer does not have tubing clamp and will report once received to continue to troubleshoot. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.